Event description:
The reporter stated that all keypad buttons are unresponsive, and she is unable to confirm the verify screen. The reporter stated that the patient wears the pump on his belt, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that the keypad was peeling. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that all keypad buttons are unresponsive. There was evidence of corrosion found under all key contacts. Investigation also revealed a keypad leak, moisture damage on the pcb, and a scratched display lens. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.